Event description:
It was reported that bd eclipse¿ needle safety guard detached. This was discovered during use. The following information was provided by the initial reporter: material no.: 305759 batch no.: 9070996. It was reported that the safety guard detached upon use. Pr 2 of 2: this pr is for medwatch form with pt ID# ending in 911. Per med watch report: rn using 25 g x 5/8 bd eclipse needle. When activating safety guard after use the safety guard detached. No injury.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
The initial reporter also notified the FDA on 7 october, 2019. Medwatch form with pt ID# ending in 911 report source other: medwatch report a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle safety guard detached. This was discovered during use. The following information was provided by the initial reporter: material no.: 305759. Batch no.: 9070996. It was reported that the safety guard detached upon use. Pr 2 of 2: this pr is for medwatch form with pt ID# ending in 911. Per med watch report: rn using 25 g x 5/8 bd eclipse needle. When activating safety guard after use the safety guard detached. No injury.